Event description:
A user facility reported that an internal dialyzer blood leak occurred less than five minutes after the start of a patient¿s hemodialysis (hd) treatment. It was reported that the blood was observed in the hansen iines and was observed as soon as the blood hit the dialyzer. The facility was able to detect the leak. The machine, a fresenius 2008k, alarmed appropriately with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was able to complete treatment. The patient¿s estimated blood loss (ebl) was less than 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the customer returned a dialyzer from the reported lot for evaluation. The sample was subjected to a laboratory bubble point leak test. The test failed showing as a steady stream of bubbles coming from the pu cut surface at approximately 0° on the non-cavity ID end, with the ports positioned at 0°. Upon removal of the header cap a delamination was noted in the same area as the leak. The delamination extended from approximately 330° to 35°, with the dialysate ports situated at 0°. There was no other damage or irregularities visually noted on the dialyzer. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses an internal blood leak (no sample). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility reported that an internal dialyzer blood leak occurred less than five minutes after the start of a patient¿s hemodialysis (hd) treatment. It was reported that the blood was observed in the hansen iines and was observed as soon as the blood hit the dialyzer. The facility was able to detect the leak. The machine, a fresenius 2008k, alarmed appropriately with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was able to complete treatment. The patient¿s estimated blood loss (ebl) was less than 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred at the start of a patient¿s hemodialysis (hd) treatment. It was reported that the blood was observed in the hansen iines. The facility was able to detect the leak. The machine, a fresenius 2008k, alarmed appropriately with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was able to complete treatment. The patient¿s estimated blood loss (ebl) was less than 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.